Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex esophageal stent and delivery system were received for analysis. The stent was returned partially deployed. Visual examination of the returned device found the shaft was bent. Functional inspection was performed by holding the hub in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds the stent to the delivery system gradually unraveled and released the stent from the delivery system. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported device malfunction of stent partially deployed was confirmed. Most likely, procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, and the techniques used by the user when trying to deploy the stent, limited the performance of the device and contributed to the damage noted on the shaft and resulted to partial stent deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 20, 2022, that an ultraflex esophageal stent was to be implanted in the esophagus to treat a malignant esophageal stricture during an esophageal stenting procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be fully deployed. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal stent was to be implanted in the esophagus to treat a malignant esophageal stricture during an esophageal stenting procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be fully deployed. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.